Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a procedure, the protective coating on the photon blade started chipping off. It was also reported that there was delay of a few minutes to remove the chips. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Event description:
It was reported that during a procedure, the protective coating on the photon blade started chipping off. It was also reported that there was delay of a few minutes to remove the chips. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.